Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to the oversensing of noise via a reduction in the intrinsic amplitudes. The sensing vector was set to the primary vector. There were some untreated episodes due to the same noise and low amplitudes. The impedance for the high energy shock was 144 ohms, which is high but within normal limits. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise via a reduction in the intrinsic amplitudes. The sensing vector was set to the primary vector. There were some untreated episodes due to the same noise and low amplitudes. The impedance for the high energy shock was 144 ohms, which is high but within normal limits. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.